Event description:
It was reported that a revision surgery was performed. Patient presented with pain, cultures delivered nothing and upon x-ray view, it was established that implant was loose or misaligned.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical/medical team concluded: this case reports that a revision surgery was performed due to pain and loosening or misalignment of the component. The date of onset of these issues is unknown. It was further communicated that cultures where obtained but the results were negative. The x-ray photos confirms the loosening of the femoral component seen as a posterior rotation of the femoral component and separation from the bone cement, unknown of original implant position without a prior image for comparison. There is also noted radiolucency under the tibial base plate as well. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported component loosening and pain cannot be determined. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.